Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria due to a missing foot. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device error log indicated that multiple sensors were at their maximum levels and the internal battery was not present and/or not functioning. The customer requested that no repairs be made to the device. The internal and detachable batteries were replaced at no charge. The inlet air path assembly and removable air path foam were replaced per remediation.